Event description:
Homecare pt was being cared for by family member. Reporter stated the pt would vomit every morning after being fed. Event occurred over 8 days. Pt's family member tested the pump and determined it was delivering 7 ml/hr more than the programmed dose of 56 ml/hr. There was no illness, injury or medical intervention resulting from the event. One pt involved.